Manufacturer narrative:
To date, the device has not been returned for analysis. This report will be updated if further information becomes available.

Event description:
Boston scientific received information that during impedance testing at a device pacemaker check, the pacemaker lost telemetry and did not pace as programmed. The patient became symptomatic. It was also noted that the daily measurements were not available. The device was explanted and a new device successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies.the device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The cause of the clinical observation of inability to complete the lead impedance test and the no pacing output when the test was initiated was due to normal battery depletion. The device had exceded its nominal longevity.